Event description:
User alleges that in use with h-1025, there was a mixture of blood and bicarbonate-water solution at once at the beginning of use. The service dept tested the h-1025 and the device was o.k. During testing the di-60hl, they found a leakge. No pt injury.